Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up button due to corroded keypad traces. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were stuck and kept on scrolling without the user's input after it has been exposed to water. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. Customer also reported to have received a multiple unexpected restart alarm after battery changes. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.